Event description:
It was reported via repair work order that the customer had removed the fowler assembly for an unknown reason. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.